Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suture cut needle driver jaws were not closing and holding the tissue properly and were not moving in right direction during the procedure, it was removed and checked that both the side wires were loose near to the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the csr stated that the instrument was inspected prior to use and no damage was noted. A backup instrument of different kind was used after the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. The instrument did not move in the opposite direction and the fragment did not fall inside of the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large suture cut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver (lsnd) instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have one severely bent grip, causing misalignment of the grips. There was an offset at the tips. The grips did not show cracking damage. The components adjacent to this severely bent grip did not show damage.